Event description:
It was reported to philips that when performing caudal/cranial movements, the device's c-arm was also moving to the right anterior oblique.  No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed the uncommanded movement of the c-arm. During remote troubleshooting, rse discovered that when performing caudal/cranial movements, the c-arm was also moving to the right anterior oblique. The customer reported that the c-arm was moving in two directions when only one direction was intended. The philips field service engineer (fse) inspected the system onsite and identified that the joystick was sticking, resulting in the additional, unintended movements. The cause of the failure of geo module could not be conclusively determined by the supplier's part analysis; however, to resolve the problem, the fse replaced the geo module. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.